Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier was not closing the clips. The jaws would not close. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage or anything out of the ordinary identified. It looked good. The incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application. The tips did not come together enough to close the clip. Large clips were used. The vessel or tissue bundle greater than the specified diameter suggested in the IFU. The issue occurred at the first clip application. The issue resolved with a backup instrument. The instrument is available for return to isi for evaluation. There are no photos and/or videos of this event available for isi review. The reporter confirmed that prid 1019295 and prid 1019301 both capture clip appliers from the same procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. As a result, the grips will not close the clips. The complaint was confirmed by failure analysis.